Manufacturer narrative:
The active anchor(s) were discarded. X-rays provided confirmed migration. The complaint is confirmed but a definitive root cause could not be determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include lead migration from the location chosen at initial implantation, resulting in stimulation changes. The patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate stimulation. X-ray confirmed lead migration. Reprogramming was unable to restore therapy in closed loop. A lead revision was completed to resolve the issue.